Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. Within the last year, the estimated longevity decreased from 2.5 years to 7 months remaining. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. As a result, pacemaker replacement within 60 days or more frequent monitoring was recommended.